Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient presented with mild diffuse lamellar keratitis (dlk) on day one post lasik procedure. According to reporter, the doctor placed a bandage contact lens (bcl) after the lasik procedure, and vision was checked at one day post with it still on the eye. At the same one day post operative visit, the doctors remove it.. Reporter indicated the topical steroid eye drop dosage was increased and dlk resolved by day seven post procedure.

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).